Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number:. 3006705815-2019-02738, 3006705815-2019-02740. It was reported that the patient had all high impedances on one of their leads. The patient may undergo surgical intervention to address the high impedance.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. One of the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had one of their leads explanted and replaced on (B)(6) 2019. Effective therapy was established post op.